Event description:
During a wrist arthroscopy, a "large silver" came out of the shaver blade. This was a first time use. A video picture was taken of the sliver. The sliver was retrieved with a grasper.